Event description:
Procedure: bowel resection. According to the reporter: the stapler was used to make two cuts and bleeding occurred. Also during the course of the procedure the stapler was used to make anastomosis but the staples pulled apart and the bowel opened up. The case got delayed by more than 30 minutes and less than 250 ccs of bleeding was reported. The tissue was hand sewn to resolve the issue.